Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the audio bolus button was unresponsive. There is no additional information available for this complaint. This complaint is being reported as the patient stated that the audio bolus button was unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the audio bolus button was unresponsive when pressed. The audio bolus button cover was removed for investigation and revealed the internal plug contact to be misaligned. All of the keypad buttons were responsive and functional on testing. All of the keypad buttons had normal spring back or click. They keypad cover was removed for investigation and there were no issues noted. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.